Event description:
Healthcare professional reported that a patient was injected with a syringe of juvéderm® volbella¿ with lidocaine in dark circles under the eyes and between the eyebrows. Six weeks later, patient was injected with juvéderm® volift¿ with lidocaine in nasogenian folds and lip wrinkles. Approximately a year and 3 months later, patient developed granulomatous reaction in the areas where hyaluronic acid was applied. Patient was treated with hyaluronidase 4 times in all areas, but the effect of decreasing the granulomas is very slow and continues to appear in other areas. Biopsy was not provided. An ultrasound performed and noted hyaluronic acid at the subcutaneous level. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00595 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.